Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated her mother called an ambulance for her because of the high blood glucose readings she was getting on the contour next link 2.4 the previous evening. Specific readings were not provided. When the paramedics arrived, they ran a blood test on the patient and the reading was 502mg/dl. The contour next link gave a reading of 392mg/dl. She was taken to the hospital and given 6 units of short acting humalog insulin. Customer was diagnosed with dka. The customer ran a blood glucose test on her contour next link 2.4 while in the hospital. The reading was 226mg/dl while the hospital meter reading was 392mg/dl. Further information was not provided. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.